Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. It was noted that the right atrial lead exhibited a single instance of low impedance measurements. All electrical values were normal. The patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received suggests the lead was explanted due to chronic low impedance. The patient was stable following the procedure.